Event description:
It was reported that the rv lead impedance gradually increased over the last year. Lead remains implanted. The patient was stable.

Event description:
New information notes that the lead was capped on (B)(6) 2023 due to high impedance. The lead will not be returned. The patient was stable.